Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and could not duplicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative checked the dongle and it was secure. The system check was good. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative, radiographic technologist (rt), reported that outside of a case, after booting up the imaging system, which was working normally, the mobile view station (mvs) and image acquisition system (ias) were disconnected to move the system to the operating room (or). When plugging them back in, the ias showed disconnected and would not reconnect to the mvs. The pendant showed disconnected. The site representative unplugged the umbilical cable and turned off both systems and then plugged the umbilical cable back in and powered on the system. The mvs still showed disconnected. The site representative then checked the dongle and the system started working again. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the viewing station of the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.